Manufacturer narrative:
The insulin pump had button error alarm and no esc and act button response due to corroded esc and act keypad traces. No moisture damage inside device was noted. It was unable to verify for sensor anomaly due to no button response.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 242 mg/dl. The customer stated that he went to the beach the day before and he did not get the device in the water but he did tuck in his swimsuit that was damp. He mentioned the insulin pump could have also been exposed to sweat. He stated that the alarm could not be cleared at first but then he was able to clear it. He also mentioned he experienced sensor glucose discrepancies; he woke up and sensor was reading 60-70 mg/dl but his blood glucose level was normal. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.